Manufacturer narrative:
Attempts are being made to obtain add'l info. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
The balloon deflated during use.